Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. It was reported through patient outcome that the patient expired on (B)(6) 2021. Due to privacy laws, the cause of death and further information regarding the event could not be provided. It was also communicated that based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The pump was not explanted and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.